Event description:
Please refer to report 0009613350-2019 00545.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
D10, concomitant devices: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, ref 01.00402.055, lot 2633031; sulox head, l, 32/+3.5, taper 12/14, ref 17.32.07, lot 11/15889. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Complaint history review: this complaint history review was conducted considering an unlimited timeframe. The search identified no additional complaints for the same lot 2623963. The search identified a total of 2 additional complaints for this device, of which no complaint covers the same or a similar event. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Review of available information: the available information received for this case is limited. The information related to the patient, time in vivo, implant position was taken from the sticker on the package of the retrievals received. A patient consent for destructive testing is at hand. X-rays: there are two photographs named (B)(6) apparently taken from the screen in the or. These display the ap view as well as the second view of the left hip. No date is visible on the pictures itself. The ap-view exhibits a cup with augments and screws which is located cranially compared to where the natural acetabular anatomy would be expected. In the femur a revitan stem is implanted showing a fracture of the stem body of the distal part. The proximal fracture part, including the proximal part and the proximal portion of the distal part fixed to the connection pin, is tilted to medial. There are two intact double cerclages around the bone in the area of the distal part. Approximately on the height of the connection between the proximal and the distal part of the stem there is a gap between the trochanter area (remaining trochanter minor and major) and the rest of the femoral bone. In this area a double cerclage which is fractured can be seen. A loop of the latter that probably served to fix the trochanter major is broken as well. The trochanter major appears to be dislocated cranially. Until the height of the fracture of the stem a gap between the bone and the implant can be recognized. The distal fracture part seems to be well fixed in the bone. It cannot be confirmed with certainty whether there is direct bone contact over the entire length of the distal part of the stem. The second view shows a comparable situation to the one described above. Visual examination: in the as-received condition there was connective tissue present in the space between the proximal and the distal part of the revitan stem as well as on its neck were the head ends. Tissue and head were removed during the cleaning procedure. The distal part of the revitan stem is fractured approximately 124 mm (highest point) above its tip. The proximal fracture part of the stem body of the distal part is still firmly fixed to the connection pin. On the latter the proximal part of the revitan stem is stable mounted as well. Damage, e.g. Tool marks (including spots and lines from electrosurgical tools) and diffuse scratches, most likely deriving from the revision surgery can be seen on the revitan stem. The anchoring surface of the proximal part shows some polished areas on the posterior and medial side. These could probably originate from movement against bone and / or cerclage. Further, there is a more pronounced polished appearing stripe of unknown origin on the lateral side of the neck. Bone attachments are only recognizable on the anchoring surface of the distal fracture part of the stem body till shortly below the fracture surface. The markings on the proximal and distal part of the stem indicate that the proximal part had been assembled with 40° antetorsion. Both fracture surfaces of the stem body of the distal part exhibit polished areas. The fracture origin is located anterolateral. The fracture runs from the inside to the outside and continues to both sides along the circumference. The fracture surface of the proximal fracture part was investigated using a scanning electron microscope (sem) type jeol jsm-6610. Due to the size of the part the investigation was limited. The fracture structure is partially leveled, especially in the area of the fracture origin. As far as analysis was possible the fracture structure on the remaining surface indicates fatigue. Signs of residual fracture could not be observed. As far as visible no defects that could have triggered or favored the fracture could be found on the fracture surface. The free end of the connection pin shows areas of metallic smearing distally anterolateral and proximally medial. The bore of the distal fracture part of the stem body has a worn / deformed stripe on three quarter of its circumference. Further, there is a crack recognizable running from the fracture surface distally and splitting up. The crack is visible on the bore as well as on the anchoring surface. The sulox head exhibits some metal smears especially on bottom and bevel most probably deriving from the revision surgery. Otherwise there is nothing to report about the head. Investigation of the distal part of the connection pin and the adjacent proximal fracture part of the stem body: the proximal piece of the revitan stem was cut longitudinal in ap-direction of the distal stem part. Afterwards the proximal fracture part of the stem body could be removed from the connection pin. Neither the inner surface of the proximal fracture part nor the surface of the connection pin covered by it show signs of surface changes. There is only one small zone exhibiting signs of corrosion at the distal end of the cylindrical portion of the connection pin that was no longer covered by the stem body. The adjacent chamfered part of the connection pin appears slightly polished in this area. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination (revitan components and sulox head) was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Ncr review: no ncr with a potential correlation to the reported event was found. Conclusion: after approximately 7 years and 6 months in vivo a revision surgery was necessary due to a fracture of the revitan stem. The available undated x-rays show a fracture of the revitan stem. There is a gap between the trochanter area (remaining trochanter minor and major) and the rest of the femoral bone. Further, the cerclage, that probably fixed the trochanter major, is broken and the trochanter major appears to be dislocated cranially. Additionally, a gap between the bone and the implant is recognizable until the height of the fracture of the stem. The fracture of the revitan stem occurred approximately 124 mm above the tip of the distal part. The proximal piece consists of the proximal part of the stem, the proximal fracture part of the stem body of the distal part and the connection pin to which both before mentioned parts are still firmly fixed. On the anchoring surface of the proximal fracture part there are polished areas and no signs of bone ongrowth. However, bone attachments are visible on the anchoring surface of the distal fracture part of the stem body till shortly below the fracture surface. Considering that the proximal part of the stem had been assembled with 40° antetorsion, the fracture origin is located anterolateral on the inner side of the stem body. The fracture runs to the outer side and continues to both sides along the circumference. The fracture structure points to a fatigue fracture. As far as visible no defects that could have triggered or favored the fracture could be found on the fracture surface. After removal of the proximal fracture part of the stem body from the connection pin both surfaces covering each other do not show signs of surface changes. Based on the above described findings it can be hypothesized that the fracture of the revitan stem occurred as a result of the unstable proximal bone situation and the missing bone support until the height of the fracture. Due to the limited information available, it is unknown from what point in time this suboptimal bone situation existed and if there were other factors that contributed to the fracture. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350-2019-00545.

Manufacturer narrative:
Medical products. Revitan distal stem hip impl win gen, catalog# unknown, lot# unknown. The manufactured receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Product was implant on left side and patient underwent revision due to implant fracture.